Event description:
After the catheter entered to the pt's body, the physician found the tip seemed to be warped under fluoroscopy. After the catheter was taken out from the pt, the tip could not be found in the pt body and catheter room, and it still has not been found until now. The sample will be returned for evaluation.

Manufacturer narrative:
Additional info indicated that prior to inserting in the pt, the product was not damaged, and it is unk if any anomalies were noted during prep. The product was not re-sterilized. During insertion, it is not known if the tip was accidentally deformed by closing the touhy or stopcock. The vasculature was little to no calcification, tortuosity, and angulations. The percentage of stenosis was unk, and it was not a chronic total occlusion (total occlusion for >3 months). Resistance was not meet while advancing the device, and excessive torquing was not required. Additionally, resistance was not met while advancing the device over the guidewire. During removal, resistance was not met while withdrawing the device. The device did not kink in the area of separation. Although the tip was warped, the product was not removed from the pt and was utilized after the damage was noticed. The product was not exposed to any sharp objects. The part that separated was the white/ yellow distal tip. Approximately 2.5cm from the distal end separated. It is unk if the device separated inside the pt, and if the segment was retrieved. The procedure was not completed, since the physician stopped the procedure and the pt has conducted surgery procedure. The pt is recovering after undergoing bypass surgery. The pt info was unk. The product was received, however the analysis has not been completed. Additional info will be submitted within 30 days.